Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced with a competitor's pacemaker. The prior implanted bsc leads were left implanted and in service. Evidence suggest this device was explanted due to an issue, as a same device type was used as replacement and at the time of the explant, the battery had not reached longevity expectations. This device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced with a competitor's pacemaker. The prior implanted bsc leads were left implanted and in service. Evidence suggest this device was explanted due to an issue, as a same device type was used as replacement and at the time of the explant, the battery had not reached longevity expectations. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.